Event description:
An ocd laboratory specialist (ls) reported on behalf of the customer that the ortho provue analyzer was reading negative reactions as positive (1+). The customer indicated that they have configured the provue to send all reactions that are 2+ or less to the service rack to review. The customer reviewed the gel cards and noticed the reactions in the microtubes were negative. No erroneous results were reported. A false positive result may lead to the misclassification of a patient's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) visited the customer site and reported that the instrument was running upon arrival. The fe observed the instrument for 1 hour and performed reader camera adjustment and the customer validated the controls. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B)(4).